Manufacturer narrative:
This supplemental report is being submitted to provide additional device and event information. The event occurred on (B)(6) 2018, and involved an olympus bf-q190 scope, serial number (B)(4). When removing the scope, the clinician noticed that an approximately 1 inch section of insertion tube at the distal tip had cracked off. The patient was then examined endoscopically for fragments, and the tiny fragments were suctioned out from the oral airway. It was reported that this was potentially a failure of the adhesive around the lens. Prior to the event, there was nothing unusual reported during the procedure. A bite block was used and remained intact and unmoved. The patient was fully sedated. It was also reported that the user facility performs one case per week with the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. The OEM performed a review of the device history record (DHR) and found no deviation and no nonconformity with the event-related items with this lot. The service center received photos of the reference device which are being reviewed for the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Please see the updates in sections: g4, g7, h2, h6 and h10. Medwatch#2951238-2018-00797 follow-up 2: h10 verbiage states-the service center received photos of the reference device which are being reviewed for the investigation. No photos of this device have been received.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The investigation is currently ongoing and olympus will continue to work with the customer to obtain more information. This report will be updated accordingly. As a preventive measure, the operation manual for the representative bf-h190 scope includes pre-procedure inspection of the scope exterior, including ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ and ¿inspect the adhesives attaching the bending section cover to the insertion section for deterioration, pitting or cracking. Also, inspect the bending section cover for bulges, swelling, scratches and holes.¿

Event description:
Olympus was informed that at an unknown date in the summer of 2018, the user facility had an unspecified patient incident associated with an unspecified material failure in an unknown model olympus h190 series bronchoscope. The serial number of the scope was not reported.